Manufacturer narrative:
It is very unlikely that one of the detected deviations has contributed to the reported event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted on (B)(6) 2018 from distributor. Distributor stated that: the head still could move, when clamping the head of the patient. Further information received on (B)(6): patient had an lesion on the scalp performed procedure was a stereotactic craniotomy. The incident happened when the surgeon was closing the skin.